Manufacturer narrative:
Event summary: upon analysis the balloon catheter, 2af283/35709, visual inspection showed traces of blood within the inner balloon. Smart chip verification showed that the catheter has been used for nine applications on date of event. During inflation the guide wire lumen shape showed a kink at the balloon segment. No obstruction of the push button has been noticed. Pressure testing revealed a leak through the guide wire lumen, the balloons integrity was intact, no breach observed. Dissection showed a guide wire lumen twist and breach proximal to the coil at 1.5 inches from the tip. In conclusion, the balloon catheter failed performance test due to failed pressure test and guide wire lumen twist and breach proximal to the coil. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.

Manufacturer narrative:
Corrected: initial reporter information. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.